Event description:
A hospital in (B)(6) reported that a biomedical engineer found a pinhole in two rt340 breathing circuits before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuits were returned to fisher & paykel healthcare for evaluation. The drylines were visually inspected for the reported damage. Results: the visual inspection identified a hole approximately 10cm from the connector on both returned dryline tubes. A lot check revealed five other complaints of this nature for the lot number provided. Conclusion: it was identified that the damage to the rt340 drylines was caused by a faulty corrugator block that was used during the dryline extrusion process. The faulty block was replaced in (B)(4) 2012. We have not received any complaints of this nature for product manufactured after april 2012. During production of the dryline tubes, a pressure test is performed every 10 to 15 minutes and those that fail are set aside for further inspection. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms; (B)(4).